Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Event description:
The customer reported a leak in the system solutions drawer of the alinity m instrument. The customer observed a leak on (B)(6) 2023 coming from above the system solution drawer. The leak reached the floor and left the footprint of the instrument. The leak was cleaned and there was no report of injury or exposure.

Manufacturer narrative:
Elevated complaint investigation will be initiated.